Event description:
It was reported that on (B)(6) 2025, the patient underwent an unknown surgery for subtrochanteric femoral fracture. Hansson pinloc system, which was used in a surgery performed for femur neck fracture several months earlier, was removed and tfna long nail was used. At that time, there were concerns about leakage from the femoral neck fracture, therefore cement augmentation was not performed. Artificial bone was used to fill the missing portion after hansson pinloc system was removed, then tfna blade was used. The surgery was completed successfully without any surgical delay. After surgery, the patient recovered to the point of walking independently. Bone union of the femoral neck fracture site was confirmed, however a pseudoarthrosis occurred at the subtrochanteric fracture site. In the second week of (B)(6) 2026, breakage of a tfna long nail at was observed in the hole where the blade was inserted. Surgery was planned within two weeks to remove the broken tfna long nail and to use another tfna long nail with cement augmentation on the femur neck, since bone-union of femur neck was confirmed. The surgeon commented that the subtrochanteric femoral fracture site, where the patient was walking independently after surgery, was pseudoarthrosis, and that the nail fracture was caused by continuous stress on the nail. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.